Event description:
It was reported that during an arthroscopic surgery of the ankle the device broke. The device broke inside the patient but all parts were retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-7300obt, batch/serial number (B)(6), was received for evaluation. Upon visual inspection, the device's outer tube was bent. After removing the inner tube, it was observed that it had broken off, with only a portion of the inner tube shaft remaining attached to the hub. Functional testing was not performed as the device was broken. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.